Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for one patient with a coaguchek xs meter serial number (B)(4). At 8:30 a.m., the customer¿s meter result was 5.7 inr. At 10:00 a.m., the customer¿s meter result was 4.9 inr. The sample was taken from the same finger as the initial meter test. At 12:30 p.m., the customer¿s meter result with a different finger was 3.6 inr. The customer¿s therapeutic range is 3.0 inr.